Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 4.94 miu/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 503.5 miu/ml. The sample was repeated a second time on a different e601 system and resulted as 501.4 miu/ml. The results in the 500 range were believed to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 17160105 with an expiration date of 06/30/2014. The customer tried repeating patient samples and ran patient correlations for hcg+ss, these looked good. The field service representative was unable to duplicate the problem. The customer also noted that there was likely a bubble in the sample. The field service representative performed precision studies and results were within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. As the repeat result on the same analyzer was a plausible result, a general instrument or reagent issue can be excluded. As the customer noted that bubbles were likely in the sample, this could be a possible root cause.